Manufacturer narrative:
(B)(4). This complaint is a follow-up to report number 1033422-2014-00009 filed under the kimberly-clark healthcare registration. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report stating, "the hospital owned unit has a melted fuse. This was discovered prior to use when plugging in the unit, they couldn't get it to turn on. Not used on any patients."&#62282;